Event description:
It was reported that the patient's device was explanted and replaced on (B)(4) 2019. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. High current was noted on the device. The cause of the high current and premature depletion is consistent with an internal hybrid anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was observed that the implantable cardioverter defibrillator reached elective replacement indicator on (B)(6) 2019. Premature battery depletion was suspected. The patient was stable. No intervention was reported.